Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with vaginal hysterectomy, bilateral salpingo-oophorectomy, graft augmented colporrhaphy, urethral sling and sacrospinous fixation and cystoscopy due to uterine prolapse and urinary stress incontinence. Following insertion, the patient experienced extrusion, infection, recurrence, bleeding, dyspareunia and vaginal scarring. The patient underwent mesh trimming on (B)(6) 2009. (B)(4).

Manufacturer narrative:
Date sent to FDA: 4/6/2016.